Event description:
Ms3 pump had lost programming and pt reports she was out of medication for an unspecified amount of time. Pt was able to switch to back up pump. Pt does report shortness of breath, headaches, and dry mouth. Pt was instructed to go to hospital and called (B)(6) office. New pump being sent to pt. Pt instructed to put malfunctioning pump aside in order to send back to pharmacy later. Serial number of malfunctioning pump: (B)(4) , due to maintenance (B)(6) 2018. No other info known. Dates of use: from (B)(6) 2017 to current.